Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an oxygen provider who reported that "the end user states prongs on power cord melted into wall outlet." There was no specific information provided regarding any potential contribution to the issue from the wall outlet itself. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.